Event description:
It was reported that an intraocular lens was removed from the patient's left eye intraoperatively due to a torn haptic. A back lens was implanted and a suture was used. The patient's prognosis was reported as good. Additional information has been requested. Please reference MDR number 2031924-2013-00144 for the inserter used during the event.

Manufacturer narrative:
The delivery device was received and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.